Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheal tube would not inflate. Customer indicated the issue was found prior to patient use.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed.

Event description:
Medtronic received a report that prior to use on a patient, the cuff did not inflate smoothly as expected. The cuff was pre-tested prior to use. The customer reported that there was no patient involvement.